Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection revealed that the device was returned with the cut depth limiter attached. The manual actuator was fully advanced, and both anchors had been deployed. The suture was returned with t1 cut off and t2 missing. It appeared that the slip knot had either been untied or cut off. There was some debris within the needle, but the crimps and dimple appeared to be standard. A functional evaluation could not be fully performed since the anchors had been deployed. The manual actuator was able to be advanced fully as expected. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device. Read these instructions completely prior to use. Under certain circumstances immobilization by external support should be employed. Delivery instrumentation is required for proper placement of the implants for optimal surgical result. Do not bend delivery needle. A clinical evaluation concluded that t1 was removed and the malfunction was resolved without a significant delay or patient harm using a backup device. Since there were no further complications reported, no further clinical/medical assessment was warranted. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the ultra fast-fix t2 fell off when t1 was advanced. The malfunction was solved with no significant delays or patient harm using a back up device. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.